Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), perforation ("perforation"), device dislocation ("migration") and intra-abdominal haemorrhage ("severe abdominal bleeding") in an adult female patient who had essure (batch no. 824847 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma in 1996, thyroid neoplasm in 1996 and hypothyroidism. Previously administered products included for an unreported indication: synthroid from 1996 to 28-aug-2018, symbicort from 2000 to 28-aug-2018 and abutirol from 1996 to 28-aug-2018. Concurrent conditions included dysfunctional uterine bleeding and ovarian cyst. On (B)(6) 2008, the patient had essure inserted. In march 2008, the patient experienced pelvic pain ("chronic pelvic pain / pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and depression ("depression"). In april 2008, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In august 2008, the patient experienced tooth disorder ("dental problems"). In 2009, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain / abdominal area"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), vaginal discharge ("vaginal discharge") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (on (B)(6) 2016 underwent a pelvic surgery). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, perforation, device dislocation, intra-abdominal haemorrhage, pelvic pain, abdominal pain lower, abdominal pain, migraine, fatigue, weight fluctuation, dyspareunia, vaginal discharge, vaginal haemorrhage, menorrhagia, headache, tooth disorder, alopecia and vulvovaginal pain outcome was unknown and the depression and dysmenorrhoea was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain, perforation, tooth disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure. Diagnostic results: on 18-nov-2008 : hysterosalpingogram : confirmed placement of both essure coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pain in pelvis, vaginal bleeding, menorrhagia, dysmenorrhea, headaches, device breakage. Device dislocation". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: quality-safety evaluation of ptc (product technical complaint) incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), perforation ("perforation"), device dislocation ("migration") and intra-abdominal haemorrhage ("severe abdominal bleeding") in an adult female patient who had essure (batch no. 824847) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma in 1996, thyroid neoplasm in 1996 and hypothyroidism. Previously administered products included for an unreported indication: synthroid from 1996 to (B)(6) 2018, symbicort from 2000 to (B)(6) 2018 and abutirol from 1996 to (B)(6) 2018. Concurrent conditions included dysfunctional uterine bleeding and ovarian cyst. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("chronic pelvic pain / pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and depression ("depression"). In (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced tooth disorder ("dental problems"). In 2009, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain / abdominal area"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), vaginal discharge ("vaginal discharge") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (on (B)(6) 2016 underwent a pelvic surgery). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, perforation, device dislocation, intra-abdominal haemorrhage, pelvic pain, abdominal pain lower, abdominal pain, migraine, fatigue, weight fluctuation, dyspareunia, vaginal discharge, vaginal haemorrhage, menorrhagia, headache, tooth disorder, alopecia and vulvovaginal pain outcome was unknown and the depression and dysmenorrhoea was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain, perforation, tooth disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure. Diagnostic results: on (B)(6) 2008 : hysterosalpingogram : confirmed placement of both essure coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pain in pelvis, vaginal bleeding, menorrhagia, dysmenorrhea, headaches, device breakage. Device dislocation". Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, headaches, dental problems, device breakage, dysmenorrhea (cramping), hair loss, vaginal pain" were added. Lot number was added. Product explant date was added. Historical and concomitant conditions were added. New reporter were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), migraine ("migraines"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (on (B)(6) 2016 underwent a pelvic surgery). At the time of the report, the perforation, device dislocation, intra-abdominal haemorrhage, pelvic pain, abdominal pain lower, abdominal pain, migraine, fatigue, weight fluctuation, dyspareunia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dyspareunia, fatigue, intra-abdominal haemorrhage, migraine, pelvic pain, perforation, vaginal discharge and weight fluctuation to be related to essure. Diagnostic results: on (B)(6) 2008 : hysterosalpingogram : confirmed placement of both essure coils and full occlusion of both tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.